Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 30-32mmx3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 30-32mmx3.5-4.0mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 32 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, upon withdrawal, it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found that the stent was damaged on the 8th distal stent strut row (mid-section of stent) with strut lifted. The stent length was measured, and the result was 32 mm which is in alignment with the stent length of the complaint device. The undamaged crimped stent outer diameter was measured and the result within the maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination found that the hypotube was broken at 2 cm proximal of the end of the strain relief. The manifold was missing, and the catheter length was measured, and the result was within specification the hypotube break most likely occurred due to handling post procedure. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.